Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was exchanging out the primary system controller to the backup system controller due to an backup battery fault alarm. It was reported that the battery was not due to be changed. While attempting to exchange system controllers after the alarm occurred, the patient and the patient¿s caregiver were unable to get the driveline into the new system controller and patient expired. The pump will not be explanted. No additional information was provided.

Manufacturer narrative:
Additional information, pump not returned controllers were returned. A direct correlation between the left ventricular assist system (lvas) and the patient¿s expiration could not be determined. The reported event of a backup battery fault alarm was confirmed from the evaluation of the log file collected from the returned primary system controller. The system controller log file was unremarkable until a backup battery fault was captured on (B)(6) 2017 at 6:37pm during a functional test. In the next event a yellow wrench advisory alarm was active for a backup battery load test failure. The alarm remained active until 6:52pm when the driveline was disconnected and the controller was powered down. The controller operated the pump at the set speed during the backup battery fault and throughout the log prior to the driveline being disconnected. The returned primary system controller passed the functional test procedure and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. Multiple backup battery load tests were performed and the controller passed each time. Additionally, the controller supported a test pump as intended on backup battery support, when external power was disconnected. The backup battery load test failure alarm captured in the log file was not reproduced during analysis of the returned system controller and the root cause of the alarm was unable to be conclusively determined. Abbott is continuing to monitor this issue. The reported event of difficulty connecting the driveline to the backup system controller was unable to be confirmed. The returned system controller functionally tested and found to operate as intended during analysis. The returned controller was connected to several test lvas pumps without issue each time. The system controller log file showed that a driveline was connected on (B)(6) 2017 at 6:26pm and the controller operated the pump at the set speed until the driveline was disconnected at 6:29pm, per the timestamp. Although the reported event was not confirmed, reports of similar events related to difficulty connecting the driveline have been identified and a corrective action was initiated to address the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.